Manufacturer narrative:
In 2008, zimmer spine concluded that a recall of all cyclone cervical plates would be performed. This number has not been assigned. Zimmer spine will send a supplemental report when a number is assigned.

Event description:
Surgery date: 2008. A 34mm plate with screws inserted onto cervical spine. One locking cap broke during rotation. The field representative reported >30 minutes of additional surgery time was needed to remove the cyclone plate, and broken locking cap, from the surgical site and insert a trinica cervical plate. Surgery was successfully completed without injury to the patient.